Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint and was able to reproduce the reported complaint. The fse replaced the vio integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the iesu to perform failure analysis (fa). Fa was not to reproduce the reported complaint, but fa was able to confirm the complaint via system logs. The unit energized and cauterized and all ports recognized instruments. During visual inspection, fa found the heat sink paint was starting to fade. The unit has no significant scratches or dents. The front bezel was in decent condition. Potential root cause for this issue is c-00 error.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to an intuitive surgical, inc. (Isi) technical support engineer (tse) that the integrated electrosurgical generator unit (iesu) was acting up and getting errors. The customer stated they were getting a c-34 error and activation had been interrupted. The customer stated before calling in they tried rebooting the iesu, used a new monopolar energy cable, and tried both monopolar ports on the iesu, but the error was not resolved. The tse recommended anther iesu reboot, or using the valley lab force triad as a backup. The tse tried to view system logs, but system would not connect to the network during the call. The customer stated they did have a valley lab force triad, but they were trying a couple other things first. The customer called back and stated after troubleshooting, the c-34 errors were still on the iesu. The customer was bringing in another vision side cart. The procedure was converted to another da vinci system and there was no reported injury to the patient.

Manufacturer narrative:
Failure analysis was not able to confirm nor reproduce the reported complaint. System logs could not confirm the fault occurred in the field. A review of the site¿s system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) quality engineer. Investigation revealed the following possible related system errors: c-34 indicating high frequency voltage too low in on state. The probable root cause cannot be determined.